Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient. According to the complainant, the patient experienced shooting pelvic pain, leg pain, numbness in her extremities, burning sensations, inflammation, continued incontinence, scarring, and economic losses. All other information, including the patient's current condition, is unknown and reportedly unavailable.